Event description:
Report received of an unrequested bolus dose delivery. The device was returned from clinical service with an unsigned note stating that the device "gives dose of medication when self medicate (patient pendant) not pushed". There was no tracking info (nurse, patient, location) available. There were no reports of any adverse pt event associated with this device. Though requested, there was no further info available.